Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that multiple knives have left metallic particles in the corneal stroma during separate surgeries while some of the knife blades were also dull. Alternate knives were obtained in order to continue each procedure in which the dull knife was experienced. Patient impact information is unknown. Additional information has been requested.